Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion of protonix occurred. The protonix's drip was set to infusion at 10ml/hour and interoperability was used to program this pump. The protonix drip infused in 1 hour and 53 minutes instead of 5 hours. No patient harm occurred. During a site visit on (B)(6) 2020, the device was found to pass rate accuracy testing. During a visual inspection crush marks were observed on the upper fitment guide as well as the upper fitment of the administration set.

Event description:
It was reported that an over infusion of protonix occurred. The protonix's drip was set to infusion at 10ml/hour and interoperability was used to program this pump. The protonix drip infused in 1 hour and 53 minutes instead of 5 hours. No patient harm occurred. During a site visit on (B)(6) 2020, the device was found to pass rate accuracy testing. During a visual inspection crush marks were observed on the upper fitment guide as well as the upper fitment of the administration set. (Received a copy of the customer's sus voluntary event report from FDA which states, ¿per rn's report protonix infused in 2 hrs instead of 4 the protonix was programmed properly as a primary infusion using integration at a rate of 10 ml/h I did not identify any programming errors that would account for this event the new bag was hung at 0023 and the infusion alarmed "air in line" at 0216 the tubing was already primed from the previous infusion so the infusion should not have been empty until around 0523 I will examine / photograph the pump and work with rm to report the event to alaris and determine next steps.)"

Manufacturer narrative:
The reported complaint of an over infusion was not confirmed. Physical inspection showed no anomalies. The pcu error log showed no errors or malfunctions on the reported incident date. Functional testing showed no anomalies. The root cause reported complaint of an over infusion of protoxin was not identified in this investigation.

Event description:
It was reported that an over infusion of protonix occurred. The protonix's drip was set to infusion at 10ml/hour and interoperability was used to program this pump. The protonix drip infused in 1 hour and 53 minutes instead of 5 hours. No patient harm occurred. During a site visit on (B)(6) 2020, the device was found to pass rate accuracy testing. During a visual inspection crush marks were observed on the upper fitment guide as well as the upper fitment of the administration set. (Received a copy of the customer's sus voluntary event report from FDA which states, ¿per rn's report protonix infused in 2 hrs instead of 4 the protonix was programmed properly as a primary infusion using integration at a rate of 10 ml/h I did not identify any programming errors that would account for this event the new bag was hung at 0023 and the infusion alarmed "air in line" at 0216 the tubing was already primed from the previous infusion so the infusion should not have been empty until around 0523 I will examine / photograph the pump and work with rm to report the event to alaris and determine next steps".)

Manufacturer narrative:
The reported complaint of an over infusion was not confirmed. Physical inspection showed no anomalies. The pcu error log showed no errors or malfunctions on the reported incident date. Functional testing showed no anomalies. The root cause reported complaint of an over infusion of protoxin was not identified in this investigation.